Event description:
A customer returned an interlink continu-flo solution set for evaluation. The male luer was then gauged and showed that the male luer did not meet the iso gauging requirement. It is unknown when the event occurred. It is unknown if there was patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Two samples were returned for evaluation. Both samples were visually inspected which showed no obvious abnormalities. The male luers were then gauged which showed that both male luers did not meet the iso gauging requirement. Each sample was then subjected to the iso water pressure test and passed. Insufficiently sized male luers are a known cause of leaks and therefore, the reported condition was confirmed. This issue is being investigated through CAPA.